Event description:
The arteriotomy was ultimately closed using a vessel patch.

Event description:
It was reported that before an interventional procedure, the sutures of the prostar xl device were attempted to be deployed in the moderately calcified common femoral artery (cfa) through a 6f sheath using a preclose technique. Reportedly, during needle deployment, only three out of the four needles presented. The fourth needle was stuck in the vessel wall. The physician tried unsuccessfully to retrieve the fourth needle. He then performed the instructions for use needle backdown technique, however, the needle could not be returned into the barrel. The needle and device were removed from the patient surgically. The guide wire was left in place and the cfa was prepared for closing with a non-abbott device. An 18f sheath was inserted and the interventional procedure was performed. After the procedure the sheath and guide wire were removed and the cfa was closed with the non-abbott device. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device use with a 6f sheath. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. The common femoral artery was reported as mildly calcified and a 6f sheath was used. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site and with introducer sheaths less than 8.5f. The device is designed for use in conjunction with 8.5 to 24f sheaths. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information, no product deficiency was identified.